Manufacturer narrative:
This complaint is sill under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Loose tibial tray at the cement prosthesis interface.